Event description:
It was reported that the screen on a customer's pump was broken, causing it to remain black despite attempts to power it on. There was no reported impact on the customer's blood glucose level. The device is being returned for inspection, and a replacement pump has been arranged by the distributor.